Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number qpmhsq/z317w33 and no non-conformance's related to the reported complaint condition were identified. Summary: upon visual inspection of the one opened sample received for evaluation of product code z317h, it was observed the needle was broken at the swage area and a part of the needle still was attached to suture. The sample needs additional evaluation: hsa analysis: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code z31h. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. The product was not used on the patient. Upon evaluation, a fracture was observed at the suture attachment of the needle. There were no patient consequences reported.